Event description:
It was reported that patient was implanted on (B)(6) 2012 with matrix construct at positions: lumbar 4 to sacrum 1 and ileum on both sides. Patient was returned to the or on (B)(6) 2013 for removal of hardware. X-rays confirmed both of the locking caps at the l3 position backed out. During surgery it was observed that the locking caps at the l4 position were loose. Patient was revised to competitor¿s hardware. Procedure was completed with no problems. This is 2 of 10 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
(B)(4). The returned device did not demonstrate the complaint condition; therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was performed and states that the implant was received assembled. There are nicks and scratches on the implant face. There is no flattening of teeth on the saddle indicating the rod was not loose on this locking cap. All describe nonconformities are post manufacturing. Raw material cannot be measured because of lack of surface area, but raw material was verified at DHR review. All measurements that could be taken were found to meet specifications. Also, review of the device history record revealed no complaint related anomalies.